Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator would not power on. The customer suspected that the power supply needed to be replaced. It was reported that the power cord had previously been replaced, but the issue was not resolved. The customer was provided with the part number for a replacement power supply, and battery. Investigation ongoing.